Event description:
It was reported that the health care professional suspected this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc). Technical services (ts) confirmed loc. In addition, review of presenting electrograms provided evidence of functional under sensing. This crt-d remains in service. No additional adverse patient effects were reported.